Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data was provided for evaluation. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause was vibrate only quiet mode was activated ¿indefinitely¿ which is misuse of the device.

Event description:
Subsequent to the initial MDR, data was provided for evaluation. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to sound. His urgent low soon alert was enabled with the audio set to sound. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The quiet mode was set indefinitely to vibrate. At 7:01 pm on (B)(6) 2025, the patient's estimated glucose values dropped below the low alert threshold and the app delivered a visual low alert with vibration with an estimated glucose value (egv) of 69 mg/dl. At 7:06 pm, the app delivered another visual low alert with vibration with an egv of 60 mg/dl. At 7:11 pm, the patient's estimated glucose values reached the urgent low alert threshold and the app delivered a visual urgent low alert with vibration with an egv of 55 mg/dl. The app continued to deliver visual urgent low alerts with vibration for the next ten minutes. At 7:26 pm, the patient's egvs rose slightly and the app delivered a visual urgent low soon alert with vibration with an egv of 57 mg/dl; this alert was acknowledged five minutes later. At 7:41 pm, the patient's egvs dropped below the urgent low alert threshold again and the app delivered a visual urgent low alert with vibration with an egv of 54 mg/dl. At 7:46 pm, the app delivered another visual urgent low alert with vibration with an egv of 51 mg/dl. At 7:51 pm, the app delivered another visual urgent low alert with vibration with an egv of 45 mg/dl. The urgent low alert was acknowledged at 7:53 pm. The patient's egvs remained below the urgent low threshold for a few hours thereafter and the app delivered visual urgent low alerts after each snooze period ended that were promptly acknowledged. The patient's egvs finally crossed back into target range at 10:46 pm. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause was vibrate only quiet mode was activated ¿indefinitely¿ which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient´s spouse treated the patient with sugar because she was vomiting and had muscle cramps. They called ambulance and the patient was treated with glucose infusion. The patient was not taken to the hospital. It is not known what the cgm was displaying during the event when the patient was not alerted. At the time of the report the patient was still experiencing headache. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.